Event description:
The device was implanted via v-p shunt to the patient with sah in (B)(6) 2014. The initial setting pressure was 120mmh2o. Since the patient¿s condition did not improve after implantation, the surgeon lowered the pressure. However, the condition of the patient did not change even after repeated pumping and flashing. The surgeon suspected the occlusion of the valve through contrast radiography and replaced it with 82-3162 at 100mmh2o on (B)(6) 2015. After the revision, the patient¿s condition improved.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was not visible due to biological debris. The valve was visually inspected; biological debris was noted covering the valve mechanism, 2 small holes were also noted in the silicone housing, one over the valve mechanism, and one on the siphon guard. The valve was irrigated with purified water. The flow was slow. The valve was dried. Due to the biological debris it was not possible to program test, or pressure test the valve. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on to be covering the hole of the valve mechanism. Review of the history device records confirmed the valve product code 82-3842, with lot crcc1k, conformed to the specifications when released to stock on the 14th april 2014. The root cause of the problem is due to biological debris found covering the valve mechanism. The root cause of the holes in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing; however this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.